Event description:
The patient distal tibia and fibula were fixed with the locking plate. The surgeon removed locking plate for the distal tibia, because he had confirmed the symptom of infection to distal tibia. Tibia was fixed using the tenxor system and fibula plate was left. Five weeks after the surgery, the surgeon had confirmed the symptom of infection to fibula. On (B) (6) 2009, the surgeon removed the open ring of tenxor and removed the fibula plate and he fixed tibia by tenxor again. When the surgeon tried to correct the position of the open ring of tenxor, tension of wire was loosened and the surgeon confirmed that three wire posts broke. The surgeon changed the wire posts to another new wire posts and surgery was completed.

Manufacturer narrative:
Additional information has been requested. If received, will be provided on a supplemental report.